Event description:
A discordant, falsely low glucose result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument, both resulting higher than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely low glucose result.

Manufacturer narrative:
A siemens customer service engineer (cse) was at the customer site. The customer discussed sample integrity and the possibility of fibrin in the sample with the cse. The customer ran a precision study and results were acceptable and quality controls had been within range. The cause of the discordant, falsely low glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.